Event description:
It was reported that a physician in training attempted arteriotomy closure using the perclose proglide suture mediated closure sys after an intervention procedure. During the procedure, the plunger could not be retracted. The physician removed the device. Hemostasis was achieved with manual compression. There were no pt adverse effects. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.